Event description:
It is reported that heterotopic ossification has been noted.

Manufacturer narrative:
Evaluation summary: heterotopic ossification is defined as the formation of mature lamellar bone in soft tissue where bone does not normally exist. To date, the definitive cause for this process is not yet clear, but it appears to involve both local and systemic factors. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.